Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault it was observed that the graphic layer of the membrane panel was peeling off. This damage to membrane panel was attributed to storage outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that the operator face is peeling off of their device. This complaint alleges that the device membrane is faulty and peeling off of the device, which may compromise the devices shock button function. This may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The initial reporter¿s phone number is (B)(6).

Event description:
The distributor contacted heartsine to report that the operator face is peeling off of their device. This complaint alleges that the device membrane is faulty and peeling off of the device, which may compromise the devices shock button function. This may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.